Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
During the procedure, the side-port of the sheath becomes clogged and it is difficult or no aspiration can be performed. Prior to inserting the units, the sheath and dilator were flushed with heparinized saline. Most of these cases were diagnostic procedures and the sheath was not regularly flushed. The access site is handled in a regular manner. The account indicated that the pt femoral artery may have been calcified, but they are not sure. There was no pt injury reported with either event.